Manufacturer narrative:
¿Low calcium and low magnesium¿ pd solutions (unspecified) the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with ceftazidime for a while until the culture results were known (date unspecified, unknown dose and frequency). Post culture result (date unspecified), the patient's antibiotic treatment was switched to cefazolin (1250 mg, intraperitoneally, daily for 14 days). On an unknown date, the patient recovered from the peritonitis event. At the time of this report, pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.